Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon noticed fracture displacement, post operatively when using a universal spine system(uss); original surgery (B)(6) 2014. 9 degree and post op x-ray (B)(6) 2014. 24 degree. It was also reported per an xray review by the medical director that the xrays appear to demonstrate two lateral views side-by-side of indeterminate dates, with an apparent change in angulation of the uninstrumented vertebral body within the construct. There were no reports of a surgical delay or patient harm. This report is 10 of 12 for complaint (B)(4).

Manufacturer narrative:
Additional product code: mnh. There was a revision procedure on (B)(6) 2014; it is unknown if devices were explanted at that time. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient status is doing fine.